Event description:
Patient underwent suture of hand laceration in the emergency department. During the procedure, the defected suture detached from the suture and was unable to be retrieved after multiple attempts. Patient was admitted for surgery to remove the defected suture.